Event description:
Terumo corp received a report of accidental needle sticks involving blood center customer staff (3 occasions). All exposures occurred when engaging the needle into the device. One staff member is receiving hepatitis immune globulin. Other two are being serially tested.